Manufacturer narrative:
(B)(4). Additional information: additional information received: on which firing did this occur? The problem occurred in the moment of firing the device. Was in the fired moment when the stapler locked. What was the shape of the staples (b-formation, irregular, legs straight)? The blade¿s stapler locked after runs 2.5cm and the staples got opened.

Manufacturer narrative:
(B)(4). Batch # m54f0x. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: there was no damage for the patient and neither was necessary increase the procedure time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during a gastroplasty procedure, the doctor reported that the blade of the stapler locked after running 2.5cm and the clips were loose (floppy). Another like device was used to complete the procedure. There were no adverse consequences for the patient.